Event description:
Customer reports that while crushing a direct check vial, the end user right index finger was punctured in two places. Customer stated that gloves and the protective sleeves that comes with the control vial were used at the time of the incident and control sample penetrated the skin in both punctured areas.

Manufacturer narrative:
(B)(4). MFR method - no product returned from user facility. MFR results - customer complaint could not be confirmed. MFR conclusions - no conclusion can be drawn.